Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. The patient bone quality is unidentified. Review of the provided radiographs along with surgeon interaction indicates the root cause is the result of excessive and off angled force associated with the subsidence and patients excessive physical activity. The surgeon does not plan to revise the construct. Patients monitoring will continue. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...warnings, cautions and precautions patient selection: proper patient selection is critical to the success of the procedure. Based upon the fatigue testing results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc, which may impact the performance of the system..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...final screw tightening: once all screws are inserted, begin sequentially tightening each screw in the construct. Final tightening will be indicated by the screw ledge disappearing below the nuvasive® helix- revolution acptm canted coil lock . Nuvasive helix-revolution acp canted coil lock confirmation of final lock is indicated by the shiny canted coil being visible around the circumference of the screw ledge, proper screw locking is confirmed by the canted coil covering at least 50% of the circumference of the screw ledge..."

Event description:
On (B)(6) 2019 a patient underwent a two level anterior cervical discectomy fusion procedure without any reported issues. On (B)(6) 2019 during follow up, motion at c6/c7 level was observed with no product malfunction identified. On (B)(6) 2020 during a follow up visit two plate fixation screws were fractured and backed out of the lower right side position. On (B)(6) 2020 a posterior fixation procedure took place. No revision procedure is planned for screw and plate at this time.